Event description:
The customer states that one patient sample generated an initial architect psa assay result of 6.1 ng/ml that retested at 3.5 ng/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and replaced the sample probe, cleaned the vortexer and wash zone manifold, checked the wash zone condition and found it acceptable, and performed a vacuum system test, which passed. No further reports of unresolved erratic results have been reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual p/n 201837-106, january 2009 contains information to address the customer's current issue. Based on the available information a single definitive cause of the erratic/elevated results was not determined, nor was a deficiency of the architect i2000 analyzer identified. Review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.